Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/26/2017 with the following findings: a review of the black box showed evidence of voltage drops resulting in battery alarms throughout the black box. The pump powered on with the returned battery cap. The battery cap was able to fully tighten to the pump. The battery compartment was cracked in the thread area, and below the grip pad. Evidence of moisture contamination was found in the battery compartment. The rewind, load, and prime steps were performed successfully. The current draws were within specifications. A leak test was performed and failed due to a leak in the battery compartment. The pump case was removed to find no evidence of additional moisture. The battery life issue was not duplicated during the investigation. (B)(4).

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life with damage) issue. It was alleged that the battery compartment was cracked. The reporter was not able to provide further information during the initial complaint. There was no indication that the product caused or contributed to an adverse event. The issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.